Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. Possible loss of capture and undersensing were noted on the right ventricular (rv) lead. It was also reported that the right atrial (ra) lead exhibited possible undersensing and far field r-wave (ffrw) oversensing. The ra lead  and rv lead remain in use. No further patient complications have been reported as a result of this event.